Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer attempted to test using the adc meter and was unsuccessful due to "ketone strip was out of date". The expiration date printed on the ketone test strip box was 31-jul-2021, however it was identified the test strip the customer attempted to test with was a blood glucose strip expired 28-feb-2021, therefore the device did not power on and glucose results were not obtained. On (B)(6) 2021, the customer was brought to the hospital where he received unspecified hcp treatment for hypoglycemia. Additional contact made with the pharmacist who reported "the customer had added blood glucose test strip to his ketone box, that was the cause of the confusion". No further information regarding the medical event was obtained. There was no report of death or permanent injury associated with this event